Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had low blood glucose of 40 mg/dl and current blood glucose was 90 mg/dl. The customer also stated that, the insulin pump had post-reset ram crc alarm, insulin flow blocked alarm and failed battery alarm. Customer treated low blood glucose with tablets. Based on customer report customer does not allege pump was over delivering. The customer advised to monitor the insulin pump. The device is not expected to be returned for analysis.